Event description:
Boston scientific received information that that this patient's home monitoring system trasmitted that a high out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system was detected. At this time, no adverse patient effects were reported and additional information has been requested from the field representative.

Manufacturer narrative:
As no further information concerning this report is currently available and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was evaluated in the clinic and there were multiple high shock lead impedances > 200 ohms noted. All shock vectors were evaluated and in the rv coil to can configuration the impedances were 74 ohms and stable. Therefore the shock configuration was reprogrammed to this vector. The other available vectors had out of range measurements. The physician suspected a proximal coil issue or a connection issue as the patient had a generator changeout approximately two months before the first out of range measurement was noted. At this time, the clinic was going to continue to monitor and no adverse patient effects were reported.